Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the operating room for a new system implant, oversensing crosstalk was observed once the leads were connected to the device. Electrical measurements were normal when the leads were connected through the psa. A programming change was not satisfactory. The device was not used and a new device was implanted. The patient condition was stable before, during and after the procedure and will continue to be monitored.

Manufacturer narrative:
The reported field event of crosstalk was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The reported anomaly could not be reproduced; therefore the cause could not be determined.